Event description:
It was reported, that the patient presented to the hospital for a scheduled pulse generator and right atrial lead (ra) revision procedure. The atrial lead was known to exhibit high capture threshold measurements. The ra lead was capped and replaced on (B)(6) 2023. The patient¿s condition was stable throughout.